Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) stated that there was also undersensing and low amplitudes, which may have caused an auto threshold issue. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to capture is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to capture is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of the available information indicates that this device was used according to the instructions for use (IFU). Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to capture is a known inherent risk of the lead. Risk assessment: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) stated that there was also undersensing and low amplitudes, which may have caused an auto threshold issue. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.